Event description:
It was reported that the patients mobile power unit was alarming with a yellow wrench. There were no alarms on the system controller as well as no visible damage. A warranty repair was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: primary UDI corrected. Sections h5 and h8: corrected for reuseable medical device. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of an alarm on the mpu (mobile power unit) was unable to be confirmed. The mpu (mobile power unit) (serial number: (B)(6) was returned for evaluation on 30jan2025. The unit was returned in unremarkable condition. The unit was functionally tested and passed all testing. It was stated that the mpu was under warranty and that a replacement would be given to the customer. The reported event of a yellow wrench alarm was not confirmed. Multiple good faith efforts were sent in attempt to retrieve additional information regarding availability of log files, the software version of the system controller, the cause of the alarm, and if any equipment was exchanged; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.